Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted deformed coils from the terminal end and tissue stuck in the helix. Based on the field report, perforation, pericardial effusion, and cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads. The analysis of the returned product cannot provide relevant information for these types of allegations.

Event description:
It was reported that this right atrial (ra) lead had dislodged and perforated the patient's lung. The ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had dislodged and perforated the patient's lung. The ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.